Manufacturer narrative:
The review of the device history records of the screw used during the surgery indicate that the device was manufactured according to specification and no deviations were noted for the released product. Case information was not provided by the initial reporter. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent a surgical procedure that utilized paragon 28 monster screw system. The monster tx10 solid driver tip broke off intra-operatively. No other information was received.